Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had an image with black shadow during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a large amount of foreign material inside the insertion section charged coupled device objective lens, malfunction of the universal cord unit, failure of the universal cord and image screen flickering. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image with black shadow due to a large amount of foreign material inside the insertion section charged coupled device objective lens and image screen flickering due to malfunction of the universal cord unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.